Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device has a slow boot reaction. There was no patient involvement reported.

Manufacturer narrative:
.